Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the returned battery passed visual inspection but failed functional testing. The investigation is on-going other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-03-23. Mfg date: 2017-11-04. Product event summary: the returned battery passed visual inspection but failed functional testing. The investigation is on-going. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging and displayed a flashing red indicator light on the battery charger. The batteries was exchanged, returned to the manufacturer, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination. Functional testing revealed that both batteries were unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. Based on the available information, the light emitting diode (led) blinking red when the batteries were connected to a battery charger was confirmed. As a result, the most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.